Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) unit indicates the automatic inflaton failure as fault 37. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 site address as follow- no. 23, (B)(6) updated fields: b4, d8, d9, g1, (contact person - mfg site),g3,g6,h2,h3,h6(investigation conclusions, component codes),h11 corrected field: the following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 4 nov 2024. The failure analysis and testing dept. Received part number 0104-00-0031 rev. J, sn (B)(6) _asco with a reported unit failure of an inflation error due to a leak in drive manifold. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails the drive manifold test. Major audible leaks also heard on the part. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the fault was caused by leakage of the drive valve group, and replaced the drive valve group. The unit passed all safety and performance tests.

Event description:
N/a